Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, during a revision of a certas plus with siphonguard, it was discovered to be fractured. More information forthcoming. Per sales rep, the patient was stable after revision, no delays were reported. A certas plus was used as replacement. Original device discarded. Certas questionnaire returned.

Manufacturer narrative:
It was previously reported that the device would be made available. It was subsequently reported that the device had been discarded. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.